Manufacturer narrative:
Batch review performed on 25 jun 2019: lot 189857: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 20-02-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Two days after primary surgery, the stem was revised due to subsidence. The surgery was completed successfully.